Manufacturer narrative:
Additional catalog numbers: 72402104, 72402287; (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Device was not returned for analysis, no conclusion can be drawn.

Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter. On (B) (6) 2009, the entire device was removed due to "skin erosion. Possible cause: ulceration anal margin."